Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent three spinal fusion surgeries which included rhbmp-2/acs. The first was an anterior cervical fusion surgery from c5-c7 on (B)(6), 2009 the second was a posterior approach on (B)(6), 2011. The third was on (B)(6), 2011, from t3-t9. The patient underwent multiple other surgeries.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, the patient underwent surgery and installed hardware at l4-l5 ("the third surgery") the patient was implanted with rhbmp-2/acs. The patient continued to experience back pain. From (B)(6) 2010, the patient had severe headaches. In (B)(6) 2010, the patient informed of back pain and severe headaches.